Manufacturer narrative:
H3, h6: the instrument has not returned to the manufacturer for analysis. Codes b17, c20 and d15 are applicable. H6: multiple annex a codes were applied to capture this event. A0908 captures, accuracy not being achieved. While, a0709 captures the verify failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that accuracy was not achieved. There was no patient involvement. Additional information was received. It was reported, that the issue was a verify failure on the instrument screen. This was described as inaccurate.

Manufacturer narrative:
H3: the probe was returned to the manufacturer for analysis. The probe was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue was not with the software, but the instrument.